Manufacturer narrative:
Company rep evaluated the system and was found to operate within specifications.

Event description:
Customer reported an issue with the as3000 anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.